Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records confirmed that the patient had visited their physician due to pain in the left buttock and posterior thigh, radiating to the calf. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875706002, shell with multi holes porous 60 mm o.d. Size mm for use with mm liners, 62259789. 0100101918, wagner sl revision dia18/190, unknown. 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length, 62754329. 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 62775778. 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 62757370. 00877503602, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, 2738142. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01342. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing pain and swelling since his procedure. Attempts have been made and additional information on the reported event is unavailable.